Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the shaft of the delivery device. The physician was attempting to advance the taxus express2 drug eluting stent to a lesion in the mid-lad. He tried to snare the stent, but he could not do so. The stent became lost in the aorta. The pt was reported to be "good". It is noted that the product was used beyond the expiration date.